Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited far field oversensing. Technical services (ts) was contacted and after reviewing the electrogram (egm) noted that there was a deflection falling in post-ventricular atrial refractory period (pvarp). Ts recommended possible reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.